Event description:
It was reported that the patient had generator replacement due to battery depletion. The generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
The supplemental report #1 inadvertently did not report the implant card information.

Manufacturer narrative:
.

Event description:
It was reported that in clinic notes logged in (B)(6) 2014, the battery status was ifi=yes and during routine follow-up in november, the battery was near end of service. The patient has previously reported efficacy with the vns and improvements to seizure patterns were in the (B)(6) 2014 clinic notes, but the physician verbally reported that the patient has had an increase in seizures. No further details were available. The patient was referred for generator replacement due to near end of service battery condition and increased seizures. No further details were provided. No known surgical interventions have occurred to date.

Event description:
The implant card reported the reason for replacement as being unable to be interrogated due to battery depletion. Analysis was completed on the explanted generator. An end-of-service warning message was verified analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse-disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. With the pulse generator case removed and the battery still attached to the printed circuit board, the battery measured at a neos condition. At the bench, the generator was successfully interrogated at a distance of one-inch (spacer block) from the programming wand. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. The electrical performance of the generator, as measured in the analysis lab, will be used to conclude that no anomalies exist and the end-of-service condition is an expected event. There were no additional performance or any other type of adverse conditions found with the pulse generator.